Event description:
It was reported that the patient presented in-clinic stating of experiencing occasionally slow heart rate. Review of stored egm noted device was post-paced t-wave oversensing on ventricular channel. Suggested programming changes were made. No further issues were reported.

Event description:
New information received notes that the asymptomatic patient presented via a merlin at home transmission showing another instance of non-sustained rv oversensing due to post-paced t-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.